Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014-december 17, 2014. One unit was received for evaluation. Visual inspection noted a black mark in the bladder of the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on the balloon. This was identified after filling. The device was filled with an unspecified amount of amikacin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.